Event description:
It was reported that during a da vinci si sacrocolpopexy with hysterectomy surgical procedure, the prograsp forceps instrument was noted to have dislocated at the wrist. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found no dislocation at the wrist of the instrument. However, upon further analysis, the grip close cable was noted to have been derailed at the distal idler pulley. The grips could still open and close, but precise movement might not be achieved. There was no damage found to the idler pulley. Cables did not exhibit any damage. Failure analysis observations also found that the instrument had deep scratches and/or gouges at the distal end of the main tube, exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The cause of the damages to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.